Event description:
It was reported via repair work order that the scale weight was not accurate due to the load cells and the scale board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This MDR initial report is a duplicate of a previously issued MDR. Please see MDR # 1831750-2012-10039 for information regarding this event.

Event description:
It was reported via repair work order that the scale weight was not accurate due to the load cells and the scale board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.